Manufacturer narrative:
Reported event of failure to interrogate was not confirmed. Visual inspection of the device found the outer and inner helix to be within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly. DHR review was performed and the device passed all tests prior to its distribution. Device was able to interrogate throughout the whole analysis.

Manufacturer narrative:
Further information was requested but not received yet.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the leadless pacemaker could not be interrogated once inside the patient's body. The device was retrieved and a new one was implanted. The patient was stable.